Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23oct2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that an operation failure of the touchscreen occurred. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 20dec2018. Date of manufacturer: 19dec2018. MFR report #(2031642-2018-02254) is a duplicate of an event previously reported under MFR report #(2031642-2018-02400). Any additional information will be submitted under the initially reported MFR#(2031642-2018-02400).